Event description:
The customer reported the ventilator shut down while in use on battery during normal ventilation operation. The customer reported the unit was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance regarding the battery. The biomedical engineer reported the ventilator had been in the closet and not plugged in when it was brought out to be used on the patient. The biomedical engineer reported the ventilator operated on battery for a few minutes and then it depleted and the unit shutdown. The biomedical engineer reported the ventilator battery was recharged and the reported problem resolved. The biomedical engineer reported that the battery was not getting charged because the ventilator was not plugged into ac while out of use. Per the device operators manual, it is recommended that the ventilator battery be fully charged before use on a patient; if the battery is not fully charged and ac power fails, always pay close attention to the level of battery charge.